Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their one touch ultra2 meter had a power issue- does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged message first occurred on¿(B)(6) 2015, time unknown¿. The patient takes oral medication, diet and exercise and denied taking any action to her regular diabetes management regimen routine as a result of the alleged product issue. The patient reported that ¿(B)(6) 2015¿ after the alleged issue began she developed the symptoms of ¿sweating¿. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the product was being used, there was no misuse of the product and the patient was using the correct test strips. Cca also noted that when pressing the power button or inserting a new test strip the meter did not turn on. The correct test strips were being used and the battery did not require replacing. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.